Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04709, 2938836-2019-04710. It was reported that the pacemaker dependent patient presented via remote transmission with auto-mode switch (ams) and noise reversion episodes due to atrial lead noise. Upon interrogation in clinic, device and rv lead performance appeared to be normal. Noise was reproduced with isometrics and patient movement. Programming changes were made to reduce oversensing noise. Programming changes were not able to overcome atrial lead noise. The patient stated experiencing a ¿slight electric sting¿ intermittently in the area of the device during movement. It was decided to monitor the lead without any more intervention. The patient was stable. The entire system was explanted and replaced due to noise on both atrial and ventricular leads. Patient was stable.